Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 11/01/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was observed to have moisture behind the display lens. The pump was unable to power on. A leak test was performed and the pump was found to be leaking from the display lens. The pump was opened and moisture was found on the pcb and screen.

Event description:
The patient's mother stated that the keypad buttons did not activate desired pump functions after swimming in the ocean with the pump. There was condensation behind the display screen. The buttons click and spring back normally. There was no reported patient impact associated with this complaint.